Manufacturer narrative:
A supplemental MDR is being submitted for corrective information as per review of medical records. After a review of medical records, the patient received a sapien 3 transcatheter heart valve. There is no allegation against the sapien 3 skirt.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, approximately 1-week post-implant of a sapien 3 ultra valve, the patient presented with a heart block. This patient was not a patient who was otherwise concerned about needing a pacer and had no pacing issues after deployment of the ultra valve. The valve was successfully deployed, with appropriate deployments. Per the report, days to weeks later the patient came back in complete heart block. The heart team is wondering if the heart block may be due to an "inflammatory reaction" to the skirt material since the sapien 3ultra valve has a different skirt than the sapien 3.